Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process and that multiple cartridge change errors occurred. Reportedly, there was an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump, changed the cartridge, and successfully resumed insulin delivery. Customer¿s blood glucose level was 113 mg/dl.